Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. During the FDA inspection in june/july 2009, the investigator directed sorin biomedica crm to file an MDR report for this ous event; therefore, as a result of this direction, we are filing this report. (B)(4). Conclusion: no manufacturing defect was identified during the course of these investigations. However, analyses have determined that if the lead is not free to "straighten out" sufficiently while the stylet is advancing through the curved region of the rv defibrillation coil, then the stylet tip can insert itself between the coils of the multi-filar winding, and thus begin the perforation. The damages associated to the lead in this case were identified to have been caused during the implantation attempt. The following damages were identified: perforation to the insulation under the rv defibrillation coil, svc coil deformation, distal coil deformation, and a fractured distal carbon electrode.

Event description:
During an implantation attempt on (B)(6) 2008, positioning difficulties were experienced by the physician, which included an impossibility to extract the easyturn stylet from the lead.